Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01600.

Event description:
Allegedly fracture of the modular neck. No apparent trauma. Immediate post primary op had click that was sorted soon after. At 16 months after primary surgery, patient was out walking, felt a click, and 50 meters further on the hip gave way.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product.